Manufacturer narrative:
The manufacturer is unable to repair the faulty defibrillator. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site.

Event description:
It was reported that the device responds with an error. There was reportedly no patient involvement.